Event description:
It was reported that during a thrombectomy and atherectomy procedure via left femoral access, the tip of the wire allegedly broke and got stuck inside the catheter and could not be removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire angled were delivered and physically investigated. During physical investigation the catheter was received with the broken guidewire outside of the catheter. The guidewire was broken at 68 cm from the tip of it. The guidewire was found stuck inside the helix at 29 cm to 97 cm distance from the handle. No further damages noted. User reported guidewire break can be confirmed. Reported physical resistance was not observed during the investigation. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024), g3. H11: b5, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure via left femoral access, the tip of the wire allegedly broke and got stuck inside the catheter and could not be removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.